Event description:
A customer's mother called to report a pod that her daughter had high bg levels while using the device. She stated at time of setting up pod the insulin was hard to push in. In 2008, a pod was deactivated and replaced with a new pod - her bg at the time was 230. At 11:30 her bg levels were high and she deactivated her pod for replacement. The customer stated that the set-up of the new pod was normal. At 2:00 pm, her bg was 365, so she went to ER and she was given a manual injection of 1.5u. The customer kept this pod on and was released from hospital. No further info reported.

Manufacturer narrative:
The eval indicates that a retainer allowed component to move resulting in damage which prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurised. The omni-pod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.